Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - serial number: unknown/ not provided. Information was asked but it is unavailable. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h4 - device manufacture date: unknown, as product serial number was not provided. Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing record review could not be performed, and unable to conduct the complaint historical review as no serial number was provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) trailing haptic broke during implantation. The surgeon cut the lens to remove it from the patient's eye and implanted a new iol. No further intervention was required. The patient has recovered well with no issues. The device serial number is not available. The iol was discarded upon removal. No further information was provided.